Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes, section d-9: date returned to manufacturer: 20-jan-2023, section h-3: device evaluated by manufacturer: yes. Device evaluation: no complaint lens was received for evaluation. Visual inspection under magnification of the handpiece revealed no issues. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. Complaint issues were not confirmed. No additional issues were observed during the product evaluation. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dib00 haptic tore the posterior capsule after insertion into the patient¿s ocular dexter (right eye). The iol was removed and replaced with a za9003 22.0 iol. There was no patient harm, no incision enlargement, and no vitrectomy. Patient status post-operatively is unknown. No further information is available.

Manufacturer narrative:
Additional information: ethnicity: unknown/asked but unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.